Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient developed an infection less than eight days after a generator replacement surgery. The patient reportedly caused the infection in the left chest. The generator was explanted. The device history records were reviewed for the generator and revealed that the device was sterilized according to specifications prior to release. No additional relevant information has been received to date.